Manufacturer narrative:
Product analysis: there were numerous kinks along the hypotube. There was deformation to a number of the first proximal stent wraps with struts bunched and raised. Crimp impressions were visible on the exposed balloon surface. There was slight deformation to the distal tip.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent during a procedure. It is indicated that no issues were noted with the device prior to use. The lesion was located in the distal right, exhibiting 70-90% stenosis, non-tortuous. The lesion had been pre-dilated. The physician tried to deliver the stent, but it failed to cross the lesion. Upon removal, it was noted that there was deformation in the proximal part of the stent. The procedure was completed with a new resolute onyx stent, same size. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.